Event description:
It was reported that the chiller temperature (t4) was always reading 0.0 degrees celsius then leading to alarm 77 (non-recoverable system error) in an arctic sun device. Might be chiller or hot gas bypass valve malfunction. Per review of wo on (B)(6) 2024, device was used on patient and no patient injured, this malfunction one was replaced by another unit. Per follow up information received via email on 19aug2024, the device would be sent back to dymax, us. The issue was not yet resolved. The therapy was done by another arctic sun device.

Manufacturer narrative:
This MDR, manufacturer report number 1018233-2024-05299, is being retracted as it is a cascading event of a record previously submitted, MDR manufacturer report number 1018233-2024-05298. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller temperature (t4) was always reading 0.0 degree celsius then leading to alarm 77 (non-recoverable system error) in an arctic sun device. Might be chiller or hot gas bypass valve malfunction. Per review of wo on 17aug2024, device was used on patient and no patient injured, this malfunction one was replaced by another unit. Per follow up information received via email on 19aug2024, the issue was not yet resolved. The therapy was done by another arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.